Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the instrument's distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that during a da vinci rt. Lung lobectomy procedure, patient was under anesthesia from 10:20 am till 4:25 pm, customer felt maryland bipolar forceps instrument movement was not good and uninstalled it and found wire had been broken. Fortunately, a surgeon didn't request a new instrument and completed the procedure so there wasn't additional counting. But the customer is unhappy that they had an event after they used 5 lives and during 6th use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.